Event description:
It was reported that when attempting implantation after a two-step re-test, there were severe problems with the lead electrode. It was noted that the isolation was damaged and the lead had to be explanted. A stage 1 implantation was planned. Additional information received reported that the patient was hospitalized because of constipation with vomiting and abdominal pain, and the patient was treated with laxatives. The patient was explanted at the time of the event.

Manufacturer narrative:
Product ID 3093, lot# b0359611k, product type lead, product ID neu_unknown_ext, implanted: 2006-(B)(6), product type extension. (B)(4).